Event description:
Same case as MFR#: 2134265-2012-00148. It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained with another manufacturers' introducer sheath. A 7.0x40x75cm express ld was then inserted through the sheath against resistance when the stent dislodged from the stent delivery system (sds). The physician partially inflated the balloon of the sds, preventing the stent from embolizing outside of the sheath. The sheath with stent and sds were then removed from the patient. Another non-bsc introducer sheath was then inserted and a second 7.0x40x75cm express ld was advanced into the sheath, again against resistance. During advancement inside the sheath, the stent of the express ld was partially pushed off the balloon of the sds. The sheath and express ld were then removed from the patient together. The procedure was then successfully completed with another express ld stent. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR#: 2134265-2012-00148. It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained with another manufacturers' introducer sheath. A 7.0x40x75cm express ld was then inserted through the sheath against resistance when the stent dislodged from the stent delivery system (sds). The physician partially inflated the balloon of the sds, preventing the stent from embolizing outside of the sheath. The sheath with stent and sds were then removed from the patient. Another non-bsc introducer sheath was then inserted and a second 7.0x40x75cm express ld was advanced into the sheath, again against resistance. During advancement inside the sheath, the stent of the express ld was partially pushed off the balloon of the sds. The sheath and express ld were then removed from the patient together. The procedure was then successfully completed with another express ld stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with the stent separated from the delivery system. Approximately two thirds of the stent was deployed. The deployed edge of the stent was also damaged or slightly flattened. The balloon was folded and wrapped fully around the shaft of the device. There was a clear impression of where the stent was originally crimped on to the balloon. There was no damage noted to the shaft of the stent delivery system. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device code 2923 relates to component code 515.device code 1316 relates to component code 3038.(B)(4).